Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the unexpected delivery of a ventricular tachyarrythmia therapy and the right ventricular (rv) lead integrity alert. It was noted beginning (B)(6) 2016, ventricular sic went up to 2727; ventricular non-sustained tachycardia episodes and ventricular fibrillation (vf) episodes detected with evidence of lead noise oversensing leading to inappropriate shock. The rv pacing impedance was within range and the rv lead integrity warning occurred on (B)(6) 2016 for sic greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes.

Event description:
It was reported that the patient received inappropriate shocks and oversensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found,the setscrew marks on the connector pin were too proximal,the distal lv (low voltage) electrode of the lead was covered in blood. The analyst also noted: there are three sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and two sets are in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.